Event description:
Reportedly, the subject ICD delivered inappropriate shock due to noise and oversensing in ventricular channel. The device was explanted and will be returned for analysis.

Event description:
Reportedly, the subject ICD delivered inappropriate shock due to noise and oversensing in ventricular channel. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device didn't reveal any anomaly.